Event description:
It was reported that during an unk procedure; while dissecting and mobilizing the colon, the device stopped working. It was noted that the teflon pad had been worn down on the proximal end of the jaw of device. The device malfunctioned at that point. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The tissue pad was examined and normal wear was visually seen. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an activation issue and a tissue pad issue. A possible cause of an activation issue is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.